Event description:
A customer reported that an 840 ventilator was inoperative. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien technical support engineer (tse) troublehshot the issue with the customer. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb) and have a covidien customer support engineer (cse) upload the software. (B)(4).